Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and guided the caller through the process. After the pump reset, the cgm error code did not reappear, and the caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.